Event description:
The customer reported that the system is displaying a collimator pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B)(4).